Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hospitalisation ('finally well enough to be moved out of ICU') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eye movement disorder ("right eye twitches") and muscle spasms ("back muscle spasm"), underwent hospitalisation (seriousness criterion hospitalization) and was found to have blood pressure abnormal ("blood pressure controlled"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the pelvic pain and blood pressure abnormal was resolving and the hospitalisation, eye movement disorder and muscle spasms outcome was unknown. The reporter considered blood pressure abnormal, eye movement disorder, hospitalisation, muscle spasms and pelvic pain to be related to essure. The reporter commented: tvh in (B)(6) 2014 as per social media. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event twitching eye and back muscle spasm was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), post procedural sepsis ('finally well enough to be moved out of ICU/ hematoma and went septic, spent 9 days in ICU') and post procedural haematoma ('hematoma went septic') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural sepsis (seriousness criterion hospitalization), post procedural haematoma (seriousness criterion medically significant), eye movement disorder ("right eye twitches") and muscle spasms ("back muscle spasm") and was found to have blood pressure abnormal ("blood pressure controlled"). The patient was treated with surgery (medical device removal/hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and blood pressure abnormal was resolving and the post procedural sepsis, post procedural haematoma, eye movement disorder and muscle spasms outcome was unknown. The reporter considered blood pressure abnormal, eye movement disorder, muscle spasms, pelvic pain, post procedural haematoma and post procedural sepsis to be related to essure. The reporter commented: tvh in (B)(6) 2014 as per social media. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), post procedural sepsis ('finally well enough to be moved out of ICU/ hematoma and went septic, spent 9 days in ICU') and post procedural haematoma ('hematoma went septic') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural sepsis (seriousness criterion hospitalization), post procedural haematoma (seriousness criterion medically significant), eye movement disorder ("right eye twitches") and muscle spasms ("back muscle spasm") and was found to have blood pressure abnormal ("blood pressure controlled"). The patient was treated with surgery (medical device removal/hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and blood pressure abnormal was resolving and the post procedural sepsis, post procedural haematoma, eye movement disorder and muscle spasms outcome was unknown. The reporter considered blood pressure abnormal, eye movement disorder, muscle spasms, pelvic pain, post procedural haematoma and post procedural sepsis to be related to essure. The reporter commented: tvh in (B)(6) 2014 as per social media. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received : essure removal date added. Event hematoma, sepsis were added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.